Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that, although the functional testing of the pump identified that the component failed the activation test, which could affect the functionality of the device, investigation is unable to confirm the reported allegation of infection. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the pump identified that the kink resistant tubing (krt) was worn to the filament, however, no leaks were observed in the component. Functional testing of the device showed that the pump failed the activation test, therefore, requiring more than 8 lbs of force to activate. This observation could affect the functionality of the device. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom infection was found to be listed in the IFU. Investigation conclusion based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced infection at the pump site of this inflatable penile prosthesis (ipp). The pump was explanted and a new pump was implanted after the infection had cleared. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that, although the functional testing of the pump identified that the component failed the activation test, which could affect the functionality of the device, investigation is unable to confirm the reported allegation of infection. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the pump identified that the kink resistant tubing (krt) was worn to the filament, however, no leaks were observed in the component. Functional testing of the device showed that the pump failed the activation test, therefore, requiring more than 8 lbs of force to activate. This observation could affect the functionality of the device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom infection was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced infection at the pump site with his inflatable penile prosthesis (ipp). He underwent a surgical procedure in which the pump was explanted and replaced. There were no further complications for the patient.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced infection at the pump site with his inflatable penile prosthesis (ipp). He underwent a surgical procedure in which the pump was explanted and replaced. There were no further complications for the patient.